Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was receiving 'error initializing collimator' when they were booting up the system. There was no patient involvement.

Manufacturer narrative:
H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.